Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the u.s. The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as additional info has become available and/or the device(s) have been returned for eval and an investigation result is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that surgery was delayed because the medical devices (2 heads) were found broken in their sealed box. Surgeon had to use a different shell since there were no more similar heads in stock. Surgery was completed successfully with another device.